Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found corrosion on the pcb (printed circuit board) and batteries. The fluid path was inspected and a leak test was performed. A leak was found, caused by a hole in the portion of the soft cannula enclosed in the housing. It is unclear when or how the damage occurred. The device was unable to communicate with the master pdm; no data was downloaded and a root cause for the reported alarm could not be determined. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 500 mg/dl after wearing the pod between 4 and 24 hours on the abdomen. The pod generated an alarm during wear.